Manufacturer narrative:
(B)(4). Lot# corrected to av14c01. The sample was received for evaluation. A visual exam was performed and it was observed that the cannula had detached form the hub. The presence of glue/solvent was observed on the end of the cannula. A microscopic inspection of both the hub and cannula showed signs of torsional stress. As part of on-going process control for this product, a sample from this lot was subjected to needle set torque testing. A review of manufacturing records found that the lot passed torque testing and all release criteria. Based on the visual exam, the reported complaint was confirmed. Although the complaint was confirmed, a root cause could not be established. Teleflex will continue to monitor and trend for this issue. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause could not be determined.

Event description:
The customer alleges that during an attempt of a puncture, the cannula detached from the plastic hub. The device was removed and replaced with a new needle without complications. The patient expired but the device did not cause or contribute to the patient's death per reported information.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during an attempt of a puncture, the cannula detached from the plastic hub. The device was removed and replaced with a new needle without complications. The patient expired but the device did not cause or contribute to the patient's death per reported information.